Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell, missing shell, creases fold, wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "exchange due to the patient¿s concern with the product."

Event description:
Healthcare professional reported left side exchange due to the patient¿s concern with the product. Healthcare professional additionally reported a left side rupture. Device was explanted.